Event description:
No additional information received. Complaint from prince of wales hospital. The customer complained that white foreign bodies were found inside the cap of the needle.

Manufacturer narrative:
(B)(4) follow up: it was reported foreign matter was found inside the cap of the needle. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a needle assembly with the plastic shield, but no packaging blister. The needle has what appears to be a piece of plastic towards the top part of the needle. No other defects or imperfections were observed. A device history record review was completed for provided material number 305198, lot 2059704. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. But, without the actual physical sample analysis a probable root cause could not be determined.

Manufacturer narrative:
Pr (B)(4) follow up for device evaluation. It was reported foreign matter was found inside the cap of the needle. To aid in the investigation, one sample with no packaging blister and one photo was provided for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. No piece of plastic of any other foreign matter was found in the sample. The photo shows a needle assembly with the plastic shield, but no packaging blister. The needle has what appears to be a piece of plastic towards the top part of the needle. No other defects or imperfections were observed. A device history record review was completed for provided material number 305198, lot 2059704. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received. Complaint from (B)(6) hospital. The customer complained that white foreign bodies were found inside the cap of the needle.

Manufacturer narrative:
Pr (B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.

Event description:
Complaint from (B)(6) hospital. The customer complained that white foreign bodies were found inside the cap of the needle.